Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 6/16/2021 h.6. Investigation: customer returned (4) 32gx4mm bd pen needles (2 sealed and 2 opened from lot# 8360678). Consumer reported unable to get any insulin flow when priming. All 4 returned samples were examined, and it was observed that the 2 opened pen needles exhibited bent non-patient end (npe) cannulas. The other 2 pen needles were tested for flow using a test pen injector: both tested pen needles were able to expel properly. No evidence of manufacturing defect was observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged, as reported. Since the 2 pen needles exhibiting bent npe cannulas were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. The cause for this issue is user related. The user bent the npe cannula when handling the pen needle.

Event description:
It was reported that 6 bd pen ndl 32g 4mm 90 CT were unable to prime and deliver insulin or medication. The following information was provided by the initial reporter :   it was reported by the consumer that 6 pen needles to date the insulin would not flow during priming.   Samples: available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd pen ndl 32g 4mm 90 CT were unable to prime and deliver insulin or medication. The following information was provided by the initial reporter:   it was reported by the consumer that 6 pen needles to date the insulin would not flow during priming.   Date of event : unknown. Samples: available.